Manufacturer narrative:
(B)(4). This lead remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead presented with hypotension that did not improve with medication. A cardiac perforation was suspected. The physician performed a pericardiocentesis with extraction of 250 ml of blood material. It was also reported that resuscitation efforts were required and the patient was intubated and retransferred to the intensive care unit (ICU). The patient's condition did improve. It was noted that the ra lead had required three positioning attempts during the implant procedure, due to a difficult anatomy. No revision was performed for the ra lead, the implanted system remains in service with good measurements observed.